Manufacturer narrative:
This report has been identified as a duplicate of an existing record. All further reporting will be conducted under MFR# 0002249697-2020-02328 and MFR# 0002249697-2020-02329, accordingly.

Event description:
Patient reported he had left tha on 2011/2012 (approx), while on vacation during dinner he was sitting and when he tried to stand up he couldn't get up. 911 was called and the patient was taken to the hospital by ambulance. An x-ray was taken that showed the implant broke and the patient needed to be revised. The patient was revised 3 1/2 days after arriving at the hospital as he was placed on blood thinner on (B)(6) 2020 and they were not able to operate until the medication was out of the patient's system. The patient was revised on (B)(6) 2020.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient reported he had left tha on 2011/2012 (approx), while on vacation during dinner he was sitting and when he tried to stand up he couldn't get up. 911 was called and the patient was taken to the hospital by ambulance. An x-ray was taken that showed the implant broke and the patient needed to be revised. The patient was revised 3 1/2 days after arriving at the hospital as he was placed on blood thinner on (B)(6) 2020 and they were not able to operate until the medication was out of the patient's system. The patient was revised on (B)(6) 2020.